Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed, it returned without any visual damages. During the functional test the scope was connected to the controller and displayed image, however, after moving the umbilicus connector the image was lost. The electrical test measurements were within the normal values, and no shorts in the circuit were detected. After disassembling the device, another repeater board was used and the image was displayed as expected, the image was not lost after moving the umbilicus connector. It is possible that the repeater board or one of the interposers lost its internal integrity due to repeated movement, resulting in failure during the procedure. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause selected is traced to component failure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00289 for the exalt model d scope and report number 3005099803-2025-00292 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on january 07, 2025, for the treatment of a stricture. During the procedure, the image was lost and was not able to be recovered. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00289 for the exalt model d scope and report number 3005099803-2025-00292 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025, for the treatment of a stricture. During the procedure, the image was lost and was not able to be recovered. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.